Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine alarmed and test strips were used to confirm the blood leak. Estimated blood loss was 150ml's. No damage was noted on the dialyzer. Pt had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.